Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of the investigation. (B)(4).

Event description:
It was reported during ongoing use, the lead dislocated, and therefore had to be explanted. Upon explanting the lead, the helix was damaged. A new lead was placed, without causing any harm to the patient. The lead is expected to be returned for analysis.

Event description:
It was reported that during ongoing use, the right atrial (ra) lead dislocated. Surgical intervention was required, and the lead was explanted. Upon explanting the lead, the helix was damaged. Therefore, a new lead was placed without incident. No additional adverse effects to the patient were reported. Additional information: this report has been updated to include the final analysis results.

Manufacturer narrative:
The complete lead was returned intact to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended (stretched out) position. Visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. The electrode end damage allegation (helix damaged during explant) was confirmed, based on the finding of a stretched-out helix. The dislodgement allegation was not confirmed as lab observations and field report were insufficient to verify dislodgement. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.